Event description:
The following was reported to davol: it has been reported to davol by the surgeon that following the implant of a perfix plug the patient presented with an infection. The surgeon stated that the patient underwent incision and drainage and is being treated with oral antibiotics on and out patient basis. The surgeon has reported that the wound tested positive for mrsa and he is unsure of the cause of the infection at this time. The patient has been diagnosed as pre-diabetic. At this time the mesh remains implanted.

Manufacturer narrative:
Based on the information available at this time no definitive conclusions can be made as to what extent, if any, the bard/davol device may have contributed to the reported patient outcome. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.